Event description:
Boston scientific received information that at a follow-up procedure this patient reported the device pocket, where this right ventricular (rv) lead is implanted, is infected. The wound was bandaged, and examined. Ther were no device measurement abnormalities. There were no additional adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.